Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation the charger was resetting. The cause for the resets was isolated to corrupt flash memory programming. Additionally, the q1 current controlling transistor on the bedside board was shorted. The root cause for the corrupt flash memory programming and shorted q1 transistor could not be positively identified. No adverse event resulted form the defective battery charger/modem. The pt received a replacement battery charger/modem.